Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment and completed by moving the patient to another room. A philips field safety engineer (fse) inspected the system onsite and found that the system was not booting up. Review of system log files showed that the flexvision pc and frontal ip-pc were malfunctioning. The engineer resets the flexvision pc and correct boot procedure were restored by forcing the flexvision pc to boot with the system. After resetting flexvision pc, the system was returned to use in good working order. Later similar issue has been reported and flexvision pc was replaced. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not booting, as expected. The issue resolved after many reboots. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.